Event description:
The customer reported the surgeon loaded the +3.0 diopter aq5010v silicone three piece lens and as he advanced the lens in the injector, there was a little resistance and the lens got stuck. No patient contact. The physician stated there was an injector malfunction.

Manufacturer narrative:
(B)(4). Evaluation codes method: other) - lot order search results (other) visual inspection of the returned product showed the lens optic was torn and a haptic was bent, the tip of the cartridge was split and there was a clear surgical residue on the devices. There was no visible damage to the injector. A lot order search was performed on the injector and there were no similar complaints found. Conclusion (unable to confirm): based on the complaint history, lot order search and product evaluation, we were unable to confirm this complaint. (B)(4).